Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter kinked at the tip. The case was completed with cryo. The balloon catheter was inspected, and it was noted the inner wire was separated from the lumen. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter 2af283 with lot number 86938, was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issue. Smart chip verification indicated the catheter was used for 23 applications on the date of the event. The catheter passed the performance test as specification. During inflation and ablation phase the kink and bending was observed on guide wire lumen inside balloon segment. The dissection showed the guide wire lumen kinked inside the balloons after heat shrink close to the tip of the catheter. The leak detection and temperature wires were in their place and were not detached from the guide wire lumen. Pressure test did not show any breach at the balloons or the guide wire lumen. In conclusion, the reported guide wire lumen kink was confirmed through testing. The balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.